Event description:
This patient with a history of intense migraines was diagnosed via CT scan with a subarrachnoid hemorrhage-fischer ii & hunt & hess ii. The angiogram showed aneurysm of the 1/3 upper of the basilar trunk. Prior to the procedure the patient was conscious without any deficit. The access site was right femoral artery, target site was 1/3 distal basilar trunk, 2mm x 3.2mm. There was no resistance inserting the coil throught he rhv valve and a continuous flush was maintained. During the 1st coil placement, resistance was felt during advancing/withdrawing the coil into the boston scienctific microcatheter. With insertion of the last mm of the coil, the end of the microcatheter pushed out into the principal artery.